Event description:
It was reported that the device warned only optically, but not acoustically. No adverse patient impact was reported.

Manufacturer narrative:
It was reported that the device warned only optically, but not acoustically. No adverse patient impact was reported. After review of the video provided from the customer, it was found that a simulated vtach alarm was generating visually but not audibly with a set alarm volume of 100%. After review by a draeger service technician, it was found the issue could no longer be reproduced. The m540 log files were reviewed, however they were overwritten. Therefore nothing could be determined from the log files. After hardware review, it was found the m540 was able to alarm both audibly and visually using the same settings from the provided video. The m540 was opened for internal inspection and no hardware errors could be detected. The m540 was system tested and passed with no failures. The device history record was reviewed and no issues could be found regarding the reported issue. The device is being returned to the customer. The following additional information was requested: -clinical setup when the issue first occurred. -parameters being monitored. -other devices that were connected. -workflow performed prior to the issue. -was the device networked. This information could not be provided and the customer could not explain the error on site. Therefore, root cause of the missing acoustic alarm could not be determined. The customer has been provided these investigation results. The customer has been informed to pull the logs files as soon as possible if the issue was to reoccur. This issue is isolated to this site.

Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Event description:
It was reported that the device warned only optically, but not acoustically. No adverse patient impact was reported.